Event description:
Phone call received from a baxter customer technical services associate, who received a call from a home healthcare nurse reporting an interruption of therapy that occurred with a flogard device. The device, while infusing tpn (total parenteral nutrition) went into an f37 alarm that would not clear. The infusion started at midnight and was scheduled to run until 8am, however, at 5:30am when the patient got out of bed and walked to the kitchen to get a cup of coffee, the device alarmed f37. The nurse attempted to shut off the device, and unplug the device, but was unable to successfully clear the failure code. The nurse switched out the device with another flogard device and resumed the tpn infusion within 5 minutes. There was no injury or medical intervention necessary per the home nurse. The device is scheduled to be returned to baxter service for evaluation.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.